Event description:
It was reported that at 11:00 on (B)(6) 2024, the patient was given a single-use implantable drug delivery device indwelling needle for intravenous infusion during hospitalization. On (B)(6) 2024, the patient had completed all the infusions during hospitalization and was due for removal of the single-use implantable drug delivery device indwelling needle. At 15:00 on (B)(6) 2024, the patient was given a sealed tube for removal of the single-use implantable drug delivery device. Indwelling needle, before removing the needle to check the patient's local skin intact, fixed properly, no crimping, no shedding, wearing gloves, sealing tube path is smooth, needle clamped closed, two-handed fixation of disposable implantable drug delivery device indwelling needle anti-stabbing white needle handle, instructed the patient to hold his breath, the needle was pulled out, the needle is no abnormality, found that the needle and the white anti-stabbing needle handle can still be separated, no anti-stabbing function, according to the medical waste disposal, the nurse in charge of the no puncture wound.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.